Event description:
It was reported that a user new to the ilet contacted support with glucose management questions and described pausing the ilet at irregular intervals to prevent glucose from dropping around 90 mg/dl, which reflected a use-of-device problem while seeking guidance on how ilet mimics basal insulin. Symptoms included hypoglycemia with a nadir of 69 mg/dl. Outcomes included serious injury requiring oral glucose to treat the low. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the issue aligned with user-related use of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.